Event description:
As reported, this patient was undergoing endoscopic treatment for a gastric ulcer bleed. During the use of this injection gold probe, the tip and needle guide tube detached. According to the healthcare professional, the device was initially passed through the scope, cautery was applied and the tip detached. The physician reportedly retreived the detached tip uneventfully with forceps. The procedure was completed with a second device. The patient condition was good and the patient experienced no adverse effects. The procedure outcome was successful. The complaint device has been shipped to this manufacturer and is undergoing decontamination. Upon completion of the device evaluation a supplement report will be provided.